Event description:
Information received from the field notes that the patient experienced a "near-fatal" cardiac arrythmic episode one day post implant due to the improper placement of the leads in the wrong connector ports. The patient had a history of life threatening cardiac arrhythmias.